Event description:
The customer contact reported, the pt received more IV fluids than intended. At an unspecified time, the device was programmed to deliver normal saline 1000ml, at a rate of 30ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that less than an hour after the delivery was started, the nurse was called to the pt's room for an unspecified alarm condition. At that time, the nurse found the device was alarming for delivery complete. At this time, the nurse noted the normal saline container was empty. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.